Event description:
The customer reported a ventilator experienced a nav-ring issue. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time. The investigation is ongoing.

Manufacturer narrative:
The philips field service engineer (fse) replaced the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.